Manufacturer narrative:
Intuitive surgical, inc. (Isi) will not be receiving the tip cover accessory as it was discarded. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the tip cover accessory fell inside the patient and was retrieved. There was no report of patient harm, adverse outcome or injury. However, it is unknown what caused the tip cover acccessory to fall inside the patient.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors tip cover accessory fell inside the patient when the instrument was being removed. The surgical assistant retrieved the tip cover accessory with an unspecified grasper instrument during the same procedure. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts and obtained the following additional information: the customer confirmed that the tip cover accessory will not be returned to isi.